Event description:
During the insertion of an arterial line for monitoring blood pressure for surgery, a 20 g needle sheath broke off and stayed in the patient's left wrist. The surgeons were notified immediately and the arm was prepped and draped for open removal of the foreign body (sheath). The object was removed without complications and the wound closed and dressed.